Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had low heart rate and present to the hospital. X-rays was performed and found that the lead was moved. On (B)(6) 2020, the lead was explanted and replaced. The operation was successful, and the patient was stable.